Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned stuck inside the phenom 27 catheter. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found on the push wire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 8.0cm to 13.6cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed that the distal end of the braid was not opened due to the damaged braid. The cause of the failure to open could not be determined. Possible causes include damaged braid. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. The cause for the braid damage could not be determined. In addition, the pipeline flex was returned stuck inside the catheter. The pipeline flex and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching); it appears there was a high force used. It is possible these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. Possible causes of resistance include vessel tortuosity and lack of continuous flush with heparinized saline during the procedure. The customer reported that vessel tortuos ity was minimal and continuous flush with heparinized saline was used., ruling out vessel tortuosity and lack of continuous flush as the potential causes. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the ped-475-30 stent had greater delivery resistance when delivered in the phenom27 catheter. Resistance occurred in the distal section of the catheter. After the stent was pushed out, it was found that the distal end was irregular in shape, could not be opened, and was suspected to be damaged. Withdrawal from the body for examination revealed damage to the distal end of the stent. No damage was observed to the pushwire. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The catheter was flushed continuously with heparanized saline. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery c4 segment aneurysm with a max diameter of 13mm and a 8mm neck diameter. The access vessel was the right femoral artery with a vessel diameter of 7mm. The landing zone was 4.2mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure showed aneurysm blood flow was reduced and major blood vessel was unobstructed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline had only been retrieved, re-deployed, and tried to open, but still could not be opened.